Event description:
This was a cardiac lead extraction case performed in the or to remove one non-functioning (b)(4 fidelis lead. The lead was prepared with an lld-ez and a 14f sls ii was used. During the removal of the lead, the patient' blood pressure dropped. A pericardiocentesis was performed and a tear in the ivc/ra junction was identified. A sternotomy was performed to repair the tear and remove the lead. Patient was stabilized and moved to iccu. No device was returned for engineering inspection. There were no issues or nonconformances noted during an internal lot history review.